Event description:
An unknown size s7 stent delivery system was inserted to treat a moderately calcified lesion in the circumflex coronary artery. The lesion was pre-dilated with an unknown ptca balloon prior to the insertion of the stent delivery system. It was not possible to cross the entire target lesion with the stent, therefore, the stent delivery system was pulled back. Upon removal, the stent dislodged from the delivery balloon at the target lesion when it caught on calcium. A 1.5mm ptca balloon was inserted into the undeployed stent and inflated to partially expand the stent. Subsequently, the stent delivery balloon was re-inserted and inflated to fully deploy the stent 3/4 into the target lesion. The pt was reported fine post procedure and there is no add'l clinical sequelae reported related to the event. The moderate calcification in the lesion likely contributed to the event.